Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. The probable cause could not be determined. It was reported that the receiver was exposed to moisture. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time. No additional event or patient information is available.